Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly; low power alerts/alarm were received. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.